Event description:
Reportedly, the "dlu" slipped out of position and caused an incomplete staple line. The surgeon was forced to resect 2cm tissue. Stapled low anterior resection, forced to handsew the anastomosis.